Event description:
It was reported that when the surgeon was using the blade during a standard procedure, as the drill went into the nose it sprung off and broke. The spring is completely out and the tip is broken off. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: evaluation in progress, no results available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was received on july 29, 2013, for product analysis. Evaluation summary: when received for product analysis, the returned condition of the device and presence of contaminants showed obvious customer use. From visual evaluation, the outer blade tip was found detached / broken from the shaft assembly. A part of the inner spiral wrap assembly was found protruding out of the tube. The spiral wrap assembly was found hyperextended and damaged which is indicative of aggressive use of the device by customer, possibly due to procedural / anatomical / operational factors encountered during the procedure. The inner blade tip remained intact to the spiral wrap assembly. The inner shaft could not be removed because of the curvature in the device and there was considerable amount of resistance observed when the inner shaft was attempted to be removed. The blade teeth on inner and outer were observed under magnification and no obvious damage was noticed. (B)(4).